Event description:
It was reported that the powerloc was leaking. No patient harm reported.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 20 g x 1 in. Powerloc max with y-site was returned for evaluation. An initial visual observation showed use and adhesive residue on the returned sample. The sample was flushed with a 12 ml syringe of water and a leak was observed emanating from the inner side of the y-site. A microscopic observation revealed a crack in the y-site along its inner seam. Many microscopic stress fractures were observed in the luer hub of the y-site. While the exact cause of the crack in the y-site is unknown, possible contributing factors include forceful insertion of a tapered object into the orifice of the luer connector, over-tightening of the connector, and exposure to incompatible chemicals.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of ascyf029 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (ascyf029) have been reported from the same facility.

Event description:
It was reported that the powerloc was leaking. No patient harm reported.